Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of month that the complaint was reported. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were any malformed or unformed staples seen on the staple line? Were any staples missing from the staple line (incomplete staple line)? Was there any change in the post-operative care of the patient due to the event?

Event description:
It was reported that during a colon resection, the device fired and cut, the staples deployed but they did not bring the edges together and did not clamp the bowel together. Case completed by hand sewing the bowel together. The surgeon had to free up more of the colon and clean up the edges to hand sew. The surgery was extended an hour and a half to two hours. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: adverse event, outcomes attributed to adverse event, type of reportable event, patient codes. Additional information was requested and the following was obtained: how much additional intestine was resected? Were there any patient consequences or changes to the post-operative care of the patient as a result of the extended surgery time or additional resection? If so, please explain. Response: I had to resect about 2 cm from both the proximal and distal margins due to tissue damage from the stapler. Because of the additional resection, it was necessary to mobilize the transverse colon, which was extensively involved by adhesion. He had a post op abdominal hematoma which can be at least partially attributed to this additional mobilization. Device evaluation summary: this device was received for initial analysis and additional tissue testing. The primary intent of the additional tissue testing analysis was to mimic worst-case clinical use and evaluate performance. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present but was uncut and exhibited an indentation created by the circular knife. No staples were present, and the knife was noted to have nicks. The first test firing utilized the standard protocol with test skin. The device was reloaded with staples and a new washer and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of corrective actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4).batch # t5d03j batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: where in the green gap setting scale was the indicator located prior to firing? In the middle of the green gap setting scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? No was the device difficult to fire? It was difficult to close, it didn¿t feel like the normal fire. Not as loud of a crunch. Did the healthcare professional receive audible & tactile feedback when firing the device? Did not have the normal audible crunch, it did not feel the same. Were the donuts inspected? The donuts where inspected and where intact. Was a complete washer transection confirmed? Please explain were any malformed or unformed staples seen on the staple line? Yes, the staples did not form a complete b there were some staples that did not have any form at all. Were any staples missing from the staple line (incomplete staple line)? The staples never connected the tissue together was there any change in the post-operative care of the patient due to the event? There was change in the operative care, the surgeon had to resect more intestines and had to hand sew anastomosis. The patient¿s surgery had been extended. The following information was requested, but not available: how much additional intestine was resected? Were there any patient consequences or changes to the post-operative care of the patient as a result of the extended surgery time or additional resection? If so, please explain.